Event description:
Customer reported difficulty in pressing the pump's quick bolus/wake button, which required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.